Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The broken prong was not returned. The fracture surface has dark material in the center which appears to be a defect caused during the casting process. The stainless steel material around the edges of the fracture most likely held until the hemostats were used and the prong failed under stress. Because the casting imperfection was inside the hemostat, it would not have been seen during a visual examination. The returned unit was consistent with the complaint incident that the hemostat broke. Physical analysis of the fracture surface revealed a casting defect that failed under stress during use. This defect is supplier related, therefore the most probable root cause is supplier manufacture. A corrective action has been initiated to address this issue. A review of the device history record was performed for lot 13331759 and revealed no issues related to this complaint.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure outside the patient, the teeth on the hemostat forceps broke. The procedure was completed with a pair of hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure outside the patient, the teeth on the hemostat forceps broke. The procedure was completed with a pair of hospital supplied forceps.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.